Event description:
PICC rn evaluating PICC line for patient and noted that the line was leaking. After removing the tegaderm dressing, she flushed the white port of the PICC line with 0.9 normal saline and noted a saline stream shooting from the PICC line at 53cm. She flushed the red port and noted some saline leaking from the same area. When the catheter exchange was unsuccessful, a new line was inserted. Our facility's practice is to flush the syringe with 5-10cc of saline after every use of the PICC, including meds and lab draws. The ports are cleaned with chlorhexidine prior to access.